Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint devices could not be completed. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). Date of event estimated. Date of implant estimated. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
Subsequent to the initial report, the following information was provided: after the deployment issues were observed, additional ballooning was required to completely treat the lesion, and there was at least one case of access loss. There were no cases of early thrombosis. No additional information was provided.

Event description:
This is a general comment from four physicians regarding their experience with the absolute pro self expanding stent system (sess). The experiences were: low radial force. Difficulty deploying stent in up and over (contra-lateral) procedures. Imprecise deployment in extremely tight lesions. Difficulty crossing balloon once stent is deployed in budding atheromas. This seems due to the stent configuration and possibly its radial force, leaving disparities that seem to hook on to materials going through stent (balloons and wires). Decreased visibility on insertion, of sheath covering stent and of stent in very obese patients. Early (precocious) thrombosis of stent. There was no additional information provided.